Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after the sulu was loaded, the jaws would not open. The sulu was not used on the pt. Since no more stock was available, the procedure was converted.